Event description:
It was reported that during a shoulder procedure using a super turbovac 90 icw wand, one of the electrode from the wand tip detached while inside the surgical site. The surgeon conducted an c-arm x-ray to ensure that no debris was left in the pt. There were no significant delays or pt complications reported as a result of this event.